Event description:
Unit was explanted due to a report of a telemetry anomaly. The pacer had exceeded its published longevity by 18 months. Failure analysis confirms the complaint due to an internal short/tin whisker.